Event description:
It was reported that the patient was feeling miserable after her refill on 2014 (B)(6). Two weeks later, the patient increased her oral medication. The pump had flipped multiple times in the past and had been revised around 2014 (B)(6). The patient wore an abdominal binder following the revision. The patient was seen again by a health care provider on 2014 (B)(6) and a volume discrepancy was noted. The expected residual volume was 1.5 ml and the actual residual volume was 17 ml. It was reported that the pump was flipping in the pocket; the patient had pain at the pocket site. It was assumed that the catheter had kinked. The patient had lost a lot of weight, so the plan to correct the problem was to replace the catheter and make a new pocket on the patient's other side. The patient experienced no pain relief, and once the patient had found herself without the therapy, she decided to keep it. A roller study was to be performed at the surgery though the pump appeared to be working. It was later reported that the patient had requested the pump be explanted. The pump was delivering bupivacaine and dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).